Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a blank display. Customer had changed the battery. Customer's blood glucose was 87 mg/dl. Device was in contact with the rain. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor; unable to complete functional test due to prime anomaly. No moisture damage was noted on the motor assembly or electronic assembly noted during our visual inspection. No blank display noted during testing or screen anomaly noted during button press. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, a21 error test, displacement test, rewind, basic occlusion and excessive no delivery alarm test. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.